Event description:
It was reported that the during coronary artery bypass surgery the atrial lead was dislodged. Several months later the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: 5076 implantable pacing lead (B)(6) 2005; vedr01 implantable pulse generator (B)(6) 2013. (B)(4).